Manufacturer narrative:
The device was received and analyzed. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. An interrogation of the pacemaker was properly feasible. However, an additional interrogation test was performed using different distances between the pacemaker and the programmer head. Interrogation, change of parameters and a battery lead telemetry were successfully tested with distances between 0 cm up to 6 cm. During analysis the telemetry of the pacemaker was working as specified. At a next step of the analysis the ability of the device to deliver therapies was verified. The anti-brady cardia pacing pulses proved to be normal and in amplitude and frequency programmed. In conclusion, the device proved to be fully functional, particularly an interrogation was properly feasible. There was no indication of a device malfunction.

Event description:
This device was explanted because it was unable to be interrogated. Should additional information be received, this file will be updated.